Event description:
It was reported that the t:slim x2 pump battery would not charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.